Manufacturer narrative:
The perforator bit subject to this MDR was not returned to the MFR for eval. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a cranial procedure for a bifrontal tumor resection, the perforator bit tore the dura. It was also reported that the dura was repaired by the surgeon using a dura patch. It was further reported that this event did not result in any delay to the procedure.